Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 11886206 was manufactured from may 19, 2022 and was assigned an expiration of may 2025. Connector: lot# 22223 was manufactured from june 9, 2022 and was assigned an expiration of june 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Bite tabs: lot# 10m-0tpy-22 was manufactured from december 30, 2022 and has no expiration date. Supplier (r s hughes) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Light cure: lot# lot# l32jab0860 was manufactured from september 2022 and was assigned an expiration of september 2023. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the complaint part for investigation. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Per the reported information, the patient was experiencing a sensitivity to acidic foods and there is reddening of gingiva. IFU 7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Ection a2: the patients date of birth was not provided when asked. Section a3: this information was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient had a reaction to the silent nite appliance that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient was experiencing a sensitivity to acidic foods and there is reddening of gingiva. The device was worn for 1-2 weeks (exact dates unknown).